Event description:
Related manufacturer reference: 3005334138-2018-00190, 3005334138-2018-00199, 3005334138-2018-00200, 3005334138-2018-00201. Following an ablation procedure, a spasm occurred. A pardee wave was noted on the ECG due to the spasm of the right coronary artery, after all devices were withdrawn from the heart. The spasm was diagnosed via angiography. The procedure was able to be completed and the patient was stable with no symptoms. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported spasm remains unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in MFR site. The correct MFR number is 3008452825.